Manufacturer narrative:
The device has not been received by depuy synthes power tools. If add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from USA stating that the device was heating up. The device was being used in a craniotomy. There was no injury reported. There is no add'l info available.